Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video bariatric procedure, the trocar had insufflation issues. Unknown how case was completed. There were no adverse consequences to the pt.